Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, increased sensitivity.

Event description:
Healthcare professional reported left side "pain in the left shoulder area", "increased sensitivity", and "rupture" confirmed via ultrasound. Device remains implanted.